Manufacturer narrative:
H3: analysis of the recharger ((B)(6)) found that led¿s scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the charging system is connected to the socket, the charging light starts flashing and after minutes of ch arging, it does not hold any charge and is discharged. Contributing factors and troubleshooting measures taken were unknown. The product would be replaced. The issue resolved. There were no patient symptoms or complications associated with this event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. This event did not lead to or extend patient hospitalization. There wa no injury as a result of the event.